Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 03aug2020.

Event description:
The customer reported a touch screen malfunction. The manufacturer's international service technician evaluated the device and confirmed the reported issue. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The service technician replaced the touch screen. The ventilator was calibrated successfully and passed all required testing. The reported issue was resolved.